Event description:
The manufacturer received information alleging a ventilator service required errors occurred. There was no harm or injury reported. Review of error logs by philips remote service engineer found a vent inop error code. Troubleshooting recommendations provide by philips remote service engineer. Customer confirmed installing most recent software version addressed the issue and successfully passed testing of the device. Device has been returned to service.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.